Event description:
Report rec'd via 3rd party lawsuit alleges baxter machine was used when venous line from machine became dislodged without sounding an alarm on machine. Blood from the pt was allegedly pumped onto the floor resulting in massive blood loss, shock, coma and eventual death of the pt on 1/21/98. Specific incident details are unavailable.